Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) deploy and place the proximal seal within the aorta. At first, there was some bleeding, but it didn't affect the procedure much, but after a while, the bleeding became heavier and it became difficult to maintain a clear field of vision. Therefore, when they pulled out the seal, prepared another heartstring, and used it in the same way, the bleeding stopped. Proceed with the procedure and it will complete without any problems. An audible click was noticed upon actuation of the delivery device as the seal was delivered into the aortotomy. The surgeon placed a finger over the seal and aortomomy, to anchor in place the seal, while pulling the delivery device back. The seal was deployed and fully delivered into the aorta. They tried to adjust the seal but was unable to stop the bleeding. Blood transfusion was not needed. There was a delay of about 5 minutes as another heartstring had to be prepared. There were no effects on patient.

Manufacturer narrative:
(B)(4), the lot # 3000313450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.